Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address concerns with metal on metal articulation. It was discovered intraoperatively that the liner was malpositioned within the cup. Update rec'd 2/4/2016: litigation received. Litigation alleges increased metal ions, pain, discomfort, and inflammation. The stem and femoral head is being added to the complaint. This complaint was updated on: 2/10/2016.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the acetabular cup and femoral stem product code/lot code combination(s). Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/28/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, suffering, revision surgery with physical therapy, decreased range of motion and mobility, increased risk for dislocation/future revision surgeries/long-term adverse health risks and metal toxicity. Medical records reported patient with reports of pain and popping in hip. Lab result report for metal ions were greater than 7 parts per billion. The patient is bilateral tha and this complaint is for the right side and has been clarified through medical records. Revision surgical report noted joint fluid was cloudy with sheen of metal on metal, liner was flush throughout cup and cup was malpositioned sticking out inferiorly and inset superiorly and was revised. Pathology result report notes mild chronic inflammation. Part/lot updated for stem, cup added for malposition. The complaint was updated on: may 19, 2016.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).